Manufacturer narrative:
Block b3: approximated based on gfe response.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure due to charging difficulties, which were suspected to be associated with two prior cardiac ablation procedures. As a result, the implantable pulse generator (ipg) was unable to be used and was replaced. The patient remained stable post operation and was reported to be doing well. The facility will not release the device for further analysis.